Event description:
On (B)(6) 2011, the pt reported "corneal abrasion." At this time there was not enough info to warrant an MDR. On (B)(6) 2011, new info became available from the eye care practitioner (ecp) noting that the pt had "major keratitis" and visual acuity had been reduced for more than seven days. The pt was also treated for conjunctivitis, purulent discharge, and significant epithelial change. The pt was using clear care solution. Contact lens use was temporarily discontinued from (B)(6) 2011 to (B)(6) 2011. The pt was prescribed bigamox, pred forte and vicodin.

Manufacturer narrative:
Event was reported by the pt by e-mail to coopervision. This is being reported as a corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.